Event description:
It was reported patient underwent knee fusion procedure (B)(6), 2012 utilizing a modular arthodesis nail 0 degree collar assembly. Upon opening the package, it was noted it contained two threaded items instead of the one non threaded and one threaded as intended. A 7 degree item collar assembly was used to finish the procedure.

Manufacturer narrative:
The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Evaluation of device confirmed the reported event. Inspection steps were in place to prevent this from occurring. For corrective action, packaging will be revised and work instructions with images will be created. Review of device history records show that lot released with no recorded anomaly or related deviation.